Manufacturer narrative:
Product complaint analysis team had completed its investigation of device which was returned to co with product inquiry #973208. Visual inspections & results: any other noticable damage, no; batch number, k00v9h; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent; position/condition of wedge sleds, 1/3 fired/good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "stapled but did not cut" during surgery. Instrument was retruned in good physical condition. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Returned cartridge had a bent lockout tab on pan which indicates that instrument's firing cycle was interrupted, released, then restarted. When this occurred, lockout tab on cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, cartridge will lockout and a new cartridge should be reloaded into intrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device stapled but did not cut. There was no patient consequence.